Event description:
Single valeo pl spinal device was implanted on (B)(6). Pt was reportedly non-compliant and removed her back brace. She had pain/numbness and loss of bladder control. When surgeon reviewed fluoroscopy, the implant had migrated. Surgeon surgically removed device on (B)(6). As of (B)(6), pt was well.

Manufacturer narrative:
More data may become available after device is returned to and evaluated by MFR. Return has been requested.